Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the patient had a recent double bypass surgery and something got infected thus the pocket site had to be re-opened. There were no additional adverse patient effects reported. All available information indicates that as of this time, the rv lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.